Event description:
It was reported that during preparation, the clip came inverted out of the box. It was noted that opening and closing the clip was not smooth, the clip would pop open and close. The arm positioner and actuator knob did not rotate freely. Resistance was observed. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the returned device analysis was unable to confirm the reported clip actuation issues (difficult to open or close) associated with clip jumping, difficult to close clip and difficult to open clip, inverted clip during unpacking and physical resistance of the arm positioner. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported clip jumping, difficult to close clip and difficult to open clip, physical resistance of the arm positioner and the reported inverted clip during unpacking could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation, the clip came inverted out of the box. It was noted that opening and closing the clip was not smooth, the clip would pop open and close. The arm positioner and actuator knob did not rotate freely. Resistance was observed. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.